Manufacturer narrative:
(B)(6). Date of event is unknown. Product code: additional device code: ktt. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for treatment of a tibial fracture. Patient was implanted with one (1) 3.5mm locking compression reconstruction plate 10 holes/140mm, three (3) 3.5mm locking screws with recess 38mm and one (1)3.5mm locking screw with recess 44mm. On an unknown date post-operative, patient was presented with exposure of hardware at the tibia bone. The soft tissue had eroded around the construct implant site. On (B)(6) 2017, surgeon removed all implants. The tibial bone fractured has healed, so no new bone fixation was needed. No infection was reported and it was observed that the implants were in good condition when removed. No fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient was reported in stable condition. This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive¿ recess 38mm. This is report 2 of 5 for (B)(4).